Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Patient originally operated on a year ago - complained of pain 2 weeks ago. X-ray indicated the rod has slipped out of screw and is loose. Revision surgery was performed to replace the implants. Involved components: sw787t / s4 polyaxial screw 7.0x50mm. Sw655t / s4 pre-bent rod 5.5x40mm.

Manufacturer narrative:
Investigation: no product available. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: without further knowledge of the circumstances, we assume that the problem is most probably user related. In cases like this, the root cause is often a incorrectly inserted rod and / or a not proper fixed set screw. Without any product at hand it cannot be determine if the torque of the screw was too little or the rod was inserted incorrectly (both can be determined based on the contact pattern). Corrective action: there is no CAPA necessary.